Event description:
Pt reported that device did not alarm when they bolused, and only part of the bolus was actually delivered. There was no effect on pt's blood glucose because the problem was noticed quickly.